Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging heart failure. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
As per additional information received on 04/14/2025 : the device was returned to the manufacturer's product investigation laboratory for investigation. A therapy was initiated with the device, verified airflow and observed humidifier heater plate did heat. The evidence of sound abatement foam degradation/breakdown was observed in this device with indications of black substance observed on the outside bottom of the blower box, stuck to it and tiny black pieces of a black substance were found on the bottom of the enclosure and inside the blower box consistent with sound abatement foam degradation. The secondary findings included dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. The device's downloaded event log was reviewed by the manufacturer and found 32 errors. The investigation was able to confirm the presence of degraded sound abatement foam. It could confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings and was unable to address the symptoms specified. In this report, box d, h has been updated/corrected.